Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient had problem with the set as there was a leak and infusion set's tubing came apart (detached). Reportedly, the infusion set tubing came apart as there was stress or pull on the tubing. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2021, the patient had problem with the set as there was a leak and infusion set's tubing came apart (detached). Reportedly, the infusion set tubing came apart as there was stress or pull on the tubing. No further information available.